Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Following the information provided the radius arm detached from the base frame. The c-clip securing the radius arm was found to be broken. There was no patient lying on the bed at the time the malfunction was found. No injury not other medical consequences were reported.

Manufacturer narrative:
(B)(4). We are still in process of gathering additional information concerning the reported malfunction. Additional information will be provided upon conclusion of the manufacturer's investigation.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2 (B)(6) 018- arjo was became aware of a malfunction involving enterprise 5000x bed. Following the information reported the radius arm dislodged from bed's frame. The malfunction was noticed when the user was moving the bed to the bio-contour position (simultaneous raise of the backrest and thigh section of the bed's frame).there was no patient lying on the bed at the time the malfunction occurred. No injury nor other medical consequences were reported. Upon bed evaluation conducted by arjo technician it confirmed that the c-clip securing the radius arm was no longer attached to the bed's frame. There was no excessive bent visible in the middle section of the bed and no obstacle was found under the backrest section of the bed that would restrict backrest movement and further led to the radius arm detachment. The control box, hi/lo actuator and base assembly were found to be damaged, however they could be subjected to some external force as a result of radius arm detachment. It needs to be emphasized that all manufactured enterprise 5000x beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. It is also worth noting that the enterprise 5000x bed has been designed, produced and certified to meet the requirements of standard en 60601-2-52. The enterprise 5000x beds are passing the requirements of clauses: 201.9.4.2.3 - instability from horizontal and vertical forces, 201.9.8.3.1 - safe working load, 201.9.8.3.2 - static forces due to loading from persons or 201.9.8.3.3.1 dynamic forces due to sitting down. This confirms that the beds are stable devices while used accordingly to product instruction for use. Summarizing, upon the device inspection conducted by arjo technician we were not able to identify the exact cause of the malfunction occurrence. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment.the radius arm detached from bed's frame and from that perspective, the enterprise 5000x bed did not meet the manufacturer's specification.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). We are still in process of gathering additional information concerning the reported malfunction. Additional information will be provided upon conclusion of the manufacturer's investigation.